Event description:
The customer reported that the touch screen did not function properly and the joystick was not working. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced system software and the joystick. The system was tested and found to be working as intended and put back in service.